Event description:
It was reported prior to generator change that the pacemaker exhibited a decreased r-wave amplitude and oversensing. This oversensing was caused by noise and resulted in pacing inhibition. A header anomaly was suspected, but not confirmed. The device was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of header connection issue and over-sensing were not confirmed. As received, the device output and telemetry communication were normal. The device battery was found above the elective-replacement level consistent with appropriate remaining longevity. Analysis performed did not identify any noise, oversensing, or header connection issues. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, a header bonding anomaly in the attachment area. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.